Manufacturer narrative:
Initial and final MDR 1889135 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-apr-2024 and 12-apr-2024, it was reported that patient faced three infusion set fell off during use events. First event occured on (B)(6) 2024 and other two events occured on (B)(6) 2024. In case of first event, the infusion set had been used for less than 24 hours and for other two events infusion set had been used for 2 days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.